Event description:
It was reported the catheter had plastic frails at the end of the catheter when it was removed from the packaging. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿shredded material¿ on a catheter is confirmed and was determined to be supplier related. One segment of a 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. A fibrous material was observed on the middle of the catheter segment between the 44 cm and 51 cm depth markers. A microscopic observation revealed the fibrous material was bonded to the surface of the catheter tubing. This material was observed to be similar in color and texture to the catheter material itself and may be excess material from the manufacturing process. Ink from the depth markers of the catheter was observed to overlap on top of this excess material, indicating the material was present on the catheter before the ink was applied. The investigation was forwarded to the manufacturing facility for further evaluation. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1264 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter had plastic frails at the end of the catheter when it was removed from the packaging. No other information was provided.